Event description:
It is reported that a customer was hospitalized for a high blood glucose level at 490 mg/dl. The customer stated that the high blood glucose was due to the tubing of the insulin pump and is threatening with legal action. The pt was treated with a manual insulin injection for his high blood glucose. The pt was told that there could have been many reasons that could have caused the high blood glucose. Customer states the cannula is occluded and has bent at the end the last two times. Customer was advised that we will send some 6mm quickset to try and hel with the bent cannula that may have been caused because the cannula is going too deep. Customer was helped with troubleshooting the device and everything seemed to working fine with the insulin pump. The customer was advised to use the backup plan while a new set of new infusion sets. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).